Event description:
On (B)(6) 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving the error 2 error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter gave the error 2 error message when the power button was pressed; she was unable to obtain a blood glucose reading. The patient manages her diabetes with insulin taken on a sliding scale. Eight hours afterwards, the patient experienced the symptom of sweating. The patient administered self-treatment by consuming more food and/or drink; she did not seek any medical attention. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529. Age: not provided. Gender: not provided

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin bent. A secondary issue was also noted as spc dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.